Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal coronary angioplasty interventional procedure. Reportedly, a cuff miss occurred with the proglide device. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
Subsequent to the initially filed report, the following information was received: an arteriotomy closure of was attempted using two proglide devices. Reportedly, a cuff miss occurred with the first proglide device. An attempt was made with a second proglide device; however, oozing due to incomplete closure was observed. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.